Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date on (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event on (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure on an unknown date. Imaging was reviewed, and it was confirmed that the patient had rectal wall infiltration. The patient is reported to be asymptomatic and will proceed with treatment.